Event description:
A (B)(6) female patient contacted zoll customer support to report constant check te messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te) has been confirmed. Upon evaluation, there was a poor solder joint inside the front therapy electrode (te). The cause of the constant check te messages is the poor solder joint. The root cause of the poor solder joint cannot be positively identified. No adverse event resulted from the poor solder joint. The patient received a replacement electrode belt.